Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, at the first firing, the cartridge was connected to the device and when the doctor attempts to fire, the blade stopped immediately and the firing could not be completed. According to the doctor's comment, the doctor was not clamping tissue where it was too hard or too thick. The procedure was completed with another device. There was no patient injury.